Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens was received and visually evaluated. Results revealed one of the lens haptics was bent and residues of viscoelastic on the lens related to the handling of the unit in a surgical procedure were observed. The presence of viscoelastic indicates the lens was not explanted in a secondary procedure. Based on the investigation findings, a correction to the initial MDR reporting explant is required, therefore, the following fields have been updated accordingly: section b1: adverse event and/or product problem: updated from adverse event to product problem. Section b2: no longer applicable as the event has been determined to be only a product problem. Section h1: type of reportable event: updated from serious injury to malfunction . Section h6: device code: updated from 2993 to 1069. Section d10: device available for evaluation: yes . Section d10: returned to manufacturer on: 1/31/2020 . Section h3: device returned to manufacturer: yes . Device evaluation: the product was returned to the manufacturing site in the packaging box. The lens was observed under microscope and optic was observed and viscoelastic residues were observed. One of the haptic was observed bent. There is no specific complaint against the lens therefore no complaint can be verified. A product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient's eye. Reason for explant is unknown/not provided. No further information was provided.